Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), an imprecision was observed while on a transsphenoidal trajectory at the base of the patient's skull. It was noted that the straight suction was found to be inaccurate and the precision improved with a separate instrument. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Correction: initial reporter.

Manufacturer narrative:
The archive from the procedure was sent to medtronic for evaluation. Testing found that the archive would not read on a known operational navigation system due to the media.